Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was programmed with the test transmitter and the glucose sensor simulator. The sensor feature worked properly. No lost sensor or weak signal alarms were noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported multiple motor errors on his insulin pump for the last couple of months. Customer's blood glucose was unknown. The device was not bumped or dropped. The device was not exposed to a strong magnetic field. Each time customer clears the alarm. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's most recent blood glucose was 166 mg/dl. Nothing further reported.